Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 10:30 pm with a high blood glucose level of over 600 mg/dl. The customer felt symptoms of kidney pain, frequent urination, and sweating. The customer was treated for their blood glucose with fluids. It is unknown what caused the high blood glucose levels and if the customer was wearing the insulin pump at the time of the hospitalization. The customer was sent replacement reservoirs.